Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, threshold and impedance measurements increased . Several episodes classified as mode switch linked to a ventricular pacing issue. The patient (hypertrophic cardiomyopathy) could not benefit from permanent right ventricular pacing.